Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's self-test has a charge error - charge takes 2.6 seconds. There was no reported patient involvement.

Event description:
It was reported to philips that the device's self-test has a charge error - charge takes 2.6 seconds. There was no reported patient involvement/adverse patient impact.